Event description:
It was reported that the insulin pump alarmed compromised force sensor system during rewind. The insulin pump would be returned for analysis. No further information provided.

Manufacturer narrative:
The pump was received with normal operating currents and passed the unexpected restart, self-test, and the displacement test. However, the pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime, and excessive no delivery alarm test due to the alarm. The rewind functioned properly during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.